Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 14atm. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.